Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the visual indicator window of a 6f exoseal vascular closure device (vcd)did not change color and was removed. Hemostasis was achieved by manual pressure. There was no patient injury.the device was used with a 6f 10cm non-cordis sheath. The device is not being returned for evaluation.

Manufacturer narrative:
As reported, the visual indicator window of a 6f exoseal vascular closure device (vcd)did not change color and was removed. Hemostasis was achieved by manual pressure. There was no patient injury. The device was used with a 6f 10cm non-cordis sheath. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18359895 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿indicator window -no change to indicator¿ was unable to be confirmed. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.